Event description:
This is a report of a home patient who experienced a connection issue when the transfer set was rigid and spun around without getting properly engaged to the titanium adapter during peritoneal dialysis therapy (details not provided). There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should relevant additional information become available, a supplemental report will be submitted.